Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by ¿sudden¿ cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. On the same day as event onset, the patient was hospitalized via emergency room for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report the patient was recovering from this peritonitis event and the ¿condition was improving¿. Action taken with physioneal therapies was not reported. No additional information is available as the reporter declined further follow-up.